Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted and returned for analysis.

Event description:
It was later reported that this device also reached end of life (eol) with a voltage of 2.74 and charge times of 37.4 seconds. Therapy available was discussed and the physician was deciding whether to move up the replacement procedure.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator (eri) with a voltage of 2.78 and charge times of 23.3 seconds. There was concern of premature battery depletion. No adverse patient effects were reported. Technical services advised replacement and the return of the device for analysis.